Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/12/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap threads were damaged and the cap was unable to secure properly to the pump. There was no evidence of moisture on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.